Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps (fbf) instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the cautery wire on a fenestrated bipolar forceps instrument was damaged. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after reprocessing. The black conductor wire was nearly broken in half. The internal wire was exposed due to the damaged insulation. When the fenestrated bipolar forceps instrument was used in the last procedure, there was no sign of thermal damage. There was no patient injury. The procedure was completed with the same da vinci system. Isi has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.